Event description:
Return reason: the dr reported that the balloon was getting deflated during use. It seems that air leaked from the stopcock on the extension line. Analysis determined: investigation found that the balloon extension's stopcock core turns very loosely and is cracked horizontally across middle of body following the mold seam. Device history shows no unusual events during the manufacturing, inspection or packaging of the product. Product incident history shows that a crack following the middle of the core seam has not been returned in over two years. Unit was used in vivo. This was not determined until analysis was completed. Corrective action taken: the corrective action is that manufacturing and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determined if further corrective action is necessary.